Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver download shows patient reported a loss of connection on (B)(4). 2017 between tx unit(s) 4110ej and rx unit sm73226878. The . Ffa lab was able to confirm the loss of connection within the investigation window because there are several gaps (loss of connections) that are greater than 3 hours. The reported event of a loss of connection was confirmed. The root cause could not be determined

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on 10/25/2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. Data was returned and evaluated. The reported event of loss of connection was confirmed via data. A root cause could not be determined via data.